Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that the probe was not cutting at 5000 cuts per minute (cpm) and poor aspiration was experienced during surgery. The problem was solved after replacing the product with another one. There was no harm to the patient. No add'l info is expected.